Event description:
On (B) (6) 2010, this pt underwent endovascular repair of an infrarenal abdominal aortic aneurysm using gore excluder aaa endoprostheses. The physician advanced the trunk-ipsilateral leg component to the target location and used a stepped deployment technique, which resulted in the trunk-ipsilateral leg component being pulled distally 1.5 cm, unintentionally covering the right internal iliac artery. The treatment was continued and completed without further complications. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore excluder aaa endoprosthesis instructions for use, deploy the trunk using a steady and continuous pull of the deployment knob to release the endoprosthesis. Additional devices used: (B) (4), (B) (4).